Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-may-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain radiating to the lower back") in an adult female patient who had essure (batch no. 654845) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pelvic pain radiating to the lower back"). The patient was treated with surgery (laparoscopic bilateral total salpingectomy (patient's request)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter provided no causality assessment for back pain and pelvic pain with essure. Diagnostic results: uterine tubes inspected along their entire course. No tubal effraction. Tubes normal in colour. Integrity of tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2927 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on 22-jun-2017: quality safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via (B)(6) (reference number: (B)(4)) on 03-may-2017. The most recent information was received on 30-may-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain radiating to the lower back") in an adult female patient who had essure (batch no. 654845) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pelvic pain radiating to the lower back"). The patient was treated with surgery (laparoscopic bilateral total salpingectomy (patient's request)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter provided no causality assessment for back pain and pelvic pain with essure. Diagnostic results: uterine tubes inspected along their entire course. No tubal effraction. Tubes normal in colour. Integrity of tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2787 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on 30-may-2017: essure device removal questionnaire received - removal method was provided company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 03-may-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain radiating to the lower back") in a female patient who had essure (batch no. 654845) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pelvic pain radiating to the lower back"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter provided no causality assessment for back pain and pelvic pain with essure. Diagnostic results: uterine tubes inspected along their entire course. No tubal effraction. Tubes normal in colour. Integrity of tubes. Company causality comment: this spontaneous medically confirmed case report, reported via health authority, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain radiating to the lower back") starting four years after insertion. Essure was removed three years later. The reporter provided no assessment of the causal relationship between pelvic pain and essure. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this present case, the pain occurred four years after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information has been requested.